Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 3167863; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain in the right gluteal region radiating into the back. It was also noted that the stimulator leads were causing the pain. The physician did not believed that pain was device related. The patient underwent an explant procedure and was doing well postoperatively.